Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). No devices were returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps were having issues in several departments at the user facility. One issue is in regards to manual programming where there are too many steps to get a drip started (repetition of button presses and lots of steps). There was a problem where a pump turned on but then turned off right away even when plugged in. When delivering blood there are constant downstream occlusion alarms and often there are downstream occlusion alarms, but no occlusion found. There are several cases where the device alarms for air in the line when there is no air or only a tiny amount of air. The device alarms frequently for air even if there is no air (sensitive). There are reports of the device alarming a lot but no information regarding the type of alarm. There are issues with modifying and titrating infusions which include unable to add volume to secondary bag, cant edit volume as it says increasing it too much if try to adjust volume to be infused, drip titrations should be 1-2 buttons and not 4 or 5 different options with multiple screens. An infusion of propofol did not pump because it was too thick even though it looked like it was infusing. A vancomycin secondary infusion did not infuse all the way. It seems like tubing gets crimped quickly and there have been a couple instances where the screen was blank or the device was turned on and then it went black. Additionally, there was a scenario where the device would not stop alarming upstream occlusion, and they had to switch out the pump and tubing. There was no report of patient injury or medical intervention associated with these events. No additional information is available.